Event description:
Clinical engineer called to request to have a device checked and report that an lvp device infused faster than was programmed. He reported that the nurse stated that she hung a bag of sodium chloride with potassium that should have lasted for most of the night but when she went to check on pt the entire bag went in and had to be changed. The reporter does not know the volume of the bag that was hung and believes that the intended program was to run at 100cc per hour. At the time of this event, the pump was quarantined and has been out of service since (B)(6) 2008. Lvp and pcu will be sent in to be checked. The customer is also requesting log review. There was no pt harm reported and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.